Event description:
It was reported that the patient's scs ipg could not communicate with the patient's external devices following an unrelated surgery. A manufacturer representative met with the patient and restored therapy access to the patient. The issue has been resolved.